Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that the customer's pump case would not clip securely causing the pump to fall and causing the cartridge to dislodge. A replacement pump was sent to resolve the issues. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer addressed their elevated bg with a manual dose injection.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.